Event description:
It was reported a stent procedure was initially performed without incident. Approximately two days post procedure, the pt returned experiencing pain. It was noted that sent had migrated into the pt's bladder. The stent was removed through a scope without incident. Another stent was not placed. The pt is good. No further details regarding the circumstances surrounding this event are available. The device was not received by this facility. Therefore, failure analysis is not available.